Event description:
It was reported that during routine maintenance, it was discovered that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device failed vibration. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. (B)(4) evaluated the device and observed that the device had failed vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.